Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft was implanted during the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported the stent graft was implanted with no adverse events, issues or endoleaks noted. Post the index procedure when the device was scanned for registration it was flagged that the implanted graft that was part of a product hold with advice not to implant and to segregate. There was no consequence to the patient. The cause of the event was determined as user error - this device was not stored in the allocated area.